Manufacturer narrative:
Product analysis: it was confirmed that the connection between the link electronic module (lem) and rf head connector was loose. The lem was replaced. The programmer stylus was found to not be functioning, and was replaced. The cooling fan was noisy, and was replaced. The software reloaded and updated and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate devices. It was noted that the radio frequency (rf) programmer head was switched-out, but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.